Event description:
It was reported that when intubating the patient's trachea, the doctor found that there was an air leak at the junction between the balloon and the catheter. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: the reported complaint could not be confirmed as no sample was returned and no photos were received. If a sample is returned at a later date, the complaint will be reopened for further investigation. The device history record of the reported lot was reviewed and it was confirmed that no non-conformities were reported during production.